Manufacturer narrative:
(B)(4). The MFR has reviewed the data from the actual system in order to assist in the process of determining the root cause of the reported issue. The MFR's software r and d has been able to replicate the problem reported but it required series of events to occur in order for the issue to present itself. These multiple factors are not a typical workflow path. As indicated, there was no pt injury as the issue was instantly recognizable. The MFR believes that the root cause is associated with the field for view settings and is continuing to investigate the root cause and to determine if there is a corrective action required. A supplemental report will be submitted when the MFR's investigation is complete.

Event description:
It was reported that images in video loop 1 and video loop 2 were completed without any issue using the revolution catheter. The same catheter was used in video loop 3 to check the diameter of the stent. During pull back, the image suddenly turned bright. The customer decreased the gain of the ivus image and captured the image of the same vessel at video loop 4. However, it was observed that the image of point of measurement in video loop 4 was recorded as 7.8 mm in diameter, where in video loop 3 it had been recorded as 4.8 mm in diameter.